Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient's medical history included lumbar discectomy and decompression surgery with ongoing pain and bilateral lower extremity spasms. On (B)(6)2017 the patient was admitted to the hospital for suspected infection at the pump site, however testing was negative for infection and the patient was discharged on (B)(6)2017. The event was considered to be a potential reaction to the pump or sutures and as on (B)(6)2017, the patient had been scheduled for surgery (date not provided) to clean the pump site and potentially change the pump location.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2.8 mg/ml dilaudid, 8 mg/ml bupivacaine, and 672 mcg/ml compounded baclofen, all at an unknown dose, via an implantable infusion pump for non-malignant pain. It was reported that the patient was in for a refill on (B)(6) 2017 and the hcp initially did not get the needle in the reservoir. When the hcp aspirated, he pulled back "yellow-nasty" fluid into the syringe from the pump pocket. The pump was not refilled. The fluid was tested to rule out infection. There were no organisms or white blood cells found in the aspirate. The substance was cholesterol. No symptoms were reported. The patient was given antibiotics just in case. No further complications were expected or anticipated. No symptoms or issues were reported, the patient was clinically doing fine. The pump was to be refilled on (B)(6) 2017. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the hcp may do a pocket revision/explore further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the yellow-nasty fluid was not an infection. All cultures were negative. "The lab tested and it was lipid cholesterol. ? Reaction to the pump itself." The patient had some tenderness to palpitation around the pump. The cause of the hcp not initially getting the needle in the reservoir was determined to be that the patient's pump was implanted deeper. Once the yellow fluid was found, no further attempts to access were made at that time until infection was ruled out. Once no infection was determined the patient was accessed and refilled without issue. The patient was being taken to the operating room in 2 weeks to have the pump pocket cleaned out and sutures replaced.